Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient admitted to the emergency room with complaints of being shocked by the implantable cardiac defibrillator (ICD). Device was interrogated, but no ventricular tachycardia/ventricular fibrillation or shocks were detected. No reports of any alarms. Patient has had complaints of dizziness and weakness and was admitted to hospital. The patient was discharged after being administered with fluids overnight due to suspected dehydration. The patient at home doing well. Approx, 19 days later, the patient was seen in clinic with complaints of weakness. Hemoglobin was 8.6 and was admitted for transfusion and gi consult. No reports of alarms. Data log information appears fairly stable with a slight downward trend in power slightly greater trend downward in pl avg. Pump operating as expected. Hgb dropped almost 3 points and the patient has been experiencing nosebleeds and positive blood in stool, which may explain his weakness. Approximately 2 days later, the patient's issues were resolved and the patient was discharged and is doing well.

Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. The patient was discharged home and is doing well. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.